Event description:
"During an aaa in (B)(6), solopath was used by dr (B)(6). The aaa device was deployed and the case was finished. Sometime after they finished the case the case the pt presented with pain in the leg. Tests were performed which indicated a foreign body being the reason for the pain and occlusion. Dr (B)(6), took the pt to the operating room to remove the foreign body. It was contacted by (B)(6) in the safety department on (B)(6) 2013 regarding the issue and that they think it may be a piece of the solopath that was used. I viewed the piece in question in pathology and indicated that I would fill out a ppr just in case they believe it is part of a solopath once the investigation concludes", - (B)(6). On (B)(6) 2013, the following info was provided to onset medical via email: "I am going to secure pictures of the specimen in question and will forward when I receive them. In the meantime, I wanted to provide a description of the specimen I saw in the pathology lab. It is a small tubular shape and I estimate it to be 20 to 30mm long and about 5 to 10mm in diameter. The outer portion was a hazy translucent color and the inside appeared to have a separate piece with white or off-white piece or pieces of plastic. Please let me know if you have any questions or require add'l info", - (B)(6). On (B)(6) 2013, (B)(6) provided the following add'l info: "the physician involved in this case had used solopath multiple times prior to the case in question. He indicated it was used as intended for all phases mentioned below and that they did not encounter any issues with the solopath during the case. They felt it worked well and that the case was completed without issues. After the procedure was finished they closed the groin and considered it complete. The next day they had to take the pt to surgery due to a cold leg and retrieved the sample in question at that time."

Manufacturer narrative:
It has not been determined if the foreign object retrieved from the pt is from onset's device. Onset medical is waiting on the investigation results from the hospital. Onset medical is continuing its effort to gather info regarding case details.